Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter ac-t differential hematology analyzer. The instrument was also generating high platelet (plt) backgrounds when the leak was noticed. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the vacuum was low because the vacuum count chamber was cracked. The low vacuum caused the probe drip and the high plt backgrounds. The fse replaced the vacuum count chamber and verified the vacuum was recovered. The instrument ran without any leaks and passed all backgrounds. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).